Event description:
Device malfunction: difficult device foot wall apposition. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. The arterial stick was good. The device was pulled back to appose the vessel wall but pulsatile blood continued to spray from the marker lumen. The physician retracted the feet, readvanced the device and pulled back against the atrial wall but the pulsatile blood spray continued to come out from the marker lumen. The steps were repeated again with the same results. Reportedly, the device was still intra-arterial and would not apposed to the arterial wall. The device was removed and hemostasis was achieved with an angioseal. There were no adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
Feed unable to appose to the arterial wall). Eval summary: eval of the returned device found the device in a partial deployment condition. The link was not tucked indicating the foot had been opened. Blood was present indicating introduction into the body. These findings are consistent with the reported experience of inserting the device multiple times to stop the pulsatile blood flow. During testing the device did not mark due to the dried blood in the exterior marker lumen. The foot was opened and parked completely on each of the five attempts. There was approximately 2 mm spacing between the posterior foot and the distal marker port when the foot was open. There was no damage or abnormalities detected with the device that would prevent the distal marker port from withdrawing from the artery. There was no info provided about the pt's anatomy as a contributing factor. The root cause for the continued blood flow could not be determined; however, the reported experience is not consistent with the damage that was detected at the distal end of the marker lumen. Internal eval of the device revealed that the distal end of the mark lumen was twisted and cut. This type of damage would prevent or restrict the blood flow through the marker lumen. It is not clear at this point if the damage to the lumen was caused during the mfg process or during disassembly. This issue will be submitted for review and assessment for further action. Review of the history record for this device did not produce any findings relevant to this report.